Manufacturer narrative:
The device was intended for use in treatment and it was reported that there was an error on bootup, error code 4, then 800000004. The device was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Discussion with the reporter found that the ups battery was replaced. After the battery was replaced, there have not been any further issues. We have seen this issue before and it is suggested that the ups battery is replaced every 2 years because of wear from regular use. The malfunction is most probably due to recommended maintenance not performed.

Event description:
It was reported that it was displayed an error on bootup " an error occurred during initialization . Internal power system comm connection error. (Errcode =4)error on bootup " an error occurred during initialization. Internal power system comm connection error. (Errcode =800000004). No surgery involved.